Event description:
During a new installation at the customer site, the philips field service engineer (fse) saw that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor and no sound was coming from the device. No patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.